Manufacturer narrative:
(B)(4). Batch # l5223l. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. It was noted that the pan of the cartridge was detached and missing. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition on the cartridge could be due to an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the "the device did not work at all during the surgery." Was the device unable to be fired (meaning no cut line or staple line delivered)? Please provide further detail of the event. In communication with the doctor he said he did not charge it at all (as he wrote on the form).

Event description:
It was reported that during a bowel resection procedure, the device did not work at all during the surgery. There were no patient consequences reported.